Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer removed and returned the suspect analog board and a test summary printout was provided for evaluation. The customer's report was not observed in the printout; however could not be (B)(6) with the analog board. The customer received a replacement analog board. Analysis of reports of this type has not identified an increase in trend.